Manufacturer narrative:
The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported to boston scientific corporation that a leveen coaccess electrode system were used during a renal rfa (radiofrequency ablation) procedure on a bosniak 3 complex cyst in the right kidney performed on (B)(6), 2011. According to the complainant, the introducer was positioned at the 2.5cm x 3.8cm lesion. The electrode was then advanced and the array was extended. However, the physician was uncertain that the array had fully extended so the device was removed and tested outside the patient without issue. The electrode was then re-advanced and the ablation treatment was administered. A total of 5 ablations were performed in various positions within the lesion for a total time to roll-off of approximately 12 minutes. The physician was comfortable with this result and ended the procedure. However, after a period of reflection, the physician reviewed the images and found the tines appeared to be only partially extended. At this time, it is not known if the lesion was treated successfully due to the partially extended array. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. The patient will return for a scan 3 months post procedure.